Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the front panel membrane was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed to charge, and pressing the energy select button causes the device to charge energy. Complainant did not indicate that there was any patient involvement in the reported malfunction.